Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming vxi testing. Reran the failures ten times and passed. Intermittent operation was noted. Analysis also found the upper case and one side bail cover broken, the lower case broken and contaminated, one side bail cover contaminated, one side bail and the ring missing and that the interconnect flex had intermittent operation. The device was to be scrapped in-house. Z-1661-2014: this device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).